Event description:
It was reported that t1 and t2 deployed at the same time. There was no patient injury reported.

Manufacturer narrative:
One 72201491 ultra-fast-fix assembly curved needle device returned. Complaint indicated ¿simultaneous deployment¿. There is no deployment with this device style. This device requires manual advancement to position the anchors at the tip of the delivery needle for deliberate manual stripping off of each anchor. The device is in fairly good condition. There is no obvious damage noted. The blue split cannula was returned but not protecting the needle. The depth limiter was returned and is trimmed. T1 is present but freed from the delivery needle. T2 is still within the delivery needle track with balance of suture. The manual actuator was found fully advanced. Manual release and stripping off of t2 was successful by a gentle tug of the suture. No root cause related to the manufacture of the device can be confirmed.